Event description:
It was reported that during a procedure, the spine tracker lost visibility to the camera. Navigation was aborted and the procedure was successfully completed by traditional methods without incident.